Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The doctor of a customer reported via phone call of hospitalization for high blood glucose and wanted to know how much insulin was administered to the customer prior to their hospitalization. The mother of the customer brought the pump to the doctor and wanted him to get this information for her. The customer's blood glucose reading was 300 mg/dl at the time of incident. No further details given.